Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a scratched screen and a cracked syringe port. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the motor. As a result, the motor was replaced. A history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a system fault. The event occurred during testing. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.